Event description:
A physician reported following an intraocular lens implant procedure, the lens was rotated and the surgeon is planning to rotate the lens in near future. There was no harm reported for the patient. Additional information has been requested. There are 2 files associated. This file belongs to the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).